Event description:
According to baxter australia a caregiver of a home pt experienced some minicaps cracking. According to the senior product manager for baxter australia there was no pt injury or medical intervention associated with these incidents.